Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 8800 system locked up during a case. The 8800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.